Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to find keys to resolve and no issue with device. A field service engineer took troubleshoot the device and found station with no current failures. Instructed to find keys. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system had a drawer failure it keeps jamming. The customer reported that the user was unable to remove the medication and also there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.